Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy with polypectomy performed on (B)(6), 2010. According to the complainant, post the polypectomy, there was no bleeding but they were placing a clip as a prophylactic measure. They positioned the clip but the clip would not advance through the sheath. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)